Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode caused by excessive mechanical stress as very likely. Additionally, damage was found, which was caused by device minute mobility. The reason can be due to a weakening of the fixation likely related to a possible external impact; however, no trauma has been reported. This is a final report.

Event description:
Changes in the patient's in-situ measurements have been seen.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Changes in the impedances were observed during the in situ measurements. The patient now has 6 available channels.